Event description:
Pt received approx 400ml of fluid over an undertermined time. (Approx 3-4 hr) 12 pm - 4 pm possible free flow occurred. When tubing became dislodged from feeding pump. Pt possibly aspirated fluid. Pt expired at 10:10pm.